Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04003 was provided.

Event description:
Additional information noted patient care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the aic experienced a controller failure alarm. The automated impella controller (aic) was switched to a back up and the issue was resolved. There was no patient harm as a result of the failure.